Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted as it perforated the heart wall and generated a pericardial effusion. The pacing thresholds were elevated. When on lead revision, the helix would not retract. A periocardiocentesis was needed to resolve the issue. No additional adverse patient effects were reported.